Manufacturer narrative:
Product analysis: the admiral xtreme pta balloon catheter was received within a seal tyvek pouch, within a nested series of zippered closure plastic pouches, and loosely coiled within its opened labeled pouch. The lot number data printed on the y-manifold is consistent with the lot number on the pouch label and the reported event. No ancillary devices nor procedural images were provided for analysis. The admiral xtreme pta balloon catheter was received with the balloon in a post-inflation profile, (e.g. Not tightly wrapped and winged). A 10cc water filled syringe was attached to the proximal hub luer lock and the guidewire lumen was flushed. A clear steady stream of fluid was observed exiting the distal tip of the balloon catheter. A 0.035¿ compatible guidewire was loaded through the distal tip and navigated out the proximal hub with ease. A 10cc water filled syringe was attached to the inflation lumen luer lock of the y-manifold, and a vacuum could not be pulled; indicating a leak between the inflation pathway and the environment. A longitudinal tear in the balloon chamber was noted. All components of the catheter are accounted for. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use an admiral xtreme pta balloon with a 7fr sheath and 0.035 guidewire during patient treatment. Lesion stenosis was reported as 30%. Moderate vessel tortuosity, and slight calcification is reported. Lesion location reported as mid right unknown artery. An inflation device with a 50/50 contrast and saline mix was used for balloon inflation. No damage was noted to the product packaging prior to use. No issues noted when removing the device from the packaging. IFU was followed, and the device was prepped without issue. The device was not passed through a previously deployed stent. No resistance was encountered during advancement of the device. It is reported during initial balloon inflation at an inflation pressure of 6 bar a leak or occurred on the hub. It is reported the procedure was completed normally. The device was safely removed from the patient without intervention. There was no vessel damage noted. No patient injury reported.